Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d224drg device implanted on 2010 (B)(6). (B)(4).

Event description:
It was reported that noise was noted on both the atrial and right ventricular (rv) leads due possibly to external magnetic interference. High short interval counts (sic) were also noted on both leads. It was confirmed that real non-sustained ventricular tachycardia episodes were also noted and managed appropriately. The leads remain under continuous monitoring. No patient complications have been reported as a result of this event.